Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results were 5.1 mmol versus 14.8 mmol meter to lab. Tests were done within 10 minutes with a difference of 66%. Pt did not experience any adverse events. No further info has been reported.